Event description:
Dialysis of 20 different pts on different days in july of 2006 had to be interrupted because of air-in-blood alarms occurred on the phoenix dialysis machines. The alarms immediately stopped the blood pump and thus the pt's dialysis treatment. The alarms require staff to immediately address by performing the machine's operator manual's approved procedure for such alarms.